Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: per end user, the y-site has black "ink type" substance on it. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused segment of tubing containing the drip chamber and spike was returned for evaluation. In addition a photograph of the defect was also provided. Visual examination of the sample noted black material on the spike. Based on the evaluation of the sample the reported defect is confirmed. The universal vented spike is a purchased part. The provided photo, sample, and all related information were forwarded to the supplier for further evaluation. Based on the manufacture's evaluation, an analysis was done on the area of the embedded spot on the spike. The result of the analysis confirmed that the embedded spots are abs material, the same one used to mold the spike. A possible root cause can be a grain of resin with degradation embedded or an incorrect segregation during the production startup of the spike. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.